Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was 190 mg/dl. The customer was assisted with troubleshooting. Customer stated that reservoir lip ring was came off. Customer stated that reservoir unable to lock in place when inserted into insulin pump. The customer was advised that the insulin pump need to be replaced. The customer was advised to customer to revert to back up plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.